Event description:
The customer reported to philips healthcare that the device indicated an error code, the philips service rep than clarified that the device failed to power on. There was no patient involvement.

Manufacturer narrative:
(B)(4).